Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: the device was received for evaluation. A visual inspection was performed, and it was noted that there was a hole in the tubing. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from an unspecified location. This was observed during priming prior to treatment. The device contained normal saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.